Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, the poly revision was reportedly due to an early post-operative infection. The patient impact beyond this reported infection and subsequent revision cannot be concluded. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to infection. The wound was oozing bloods five days after the initial operation. Clinical protocol dictates that the wound has to be washed. Poly was replaced with a new one. There was no issue with the poly.